Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of unchanged mitral regurgitation was due to challenging patient anatomy. Mitral regurgitation is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. It was reported that after the third clip was deployed, the physician removed the clip delivery system (cds) before removing the gripper line. It should be noted that in the mitraclip instructions for use states: ¿grasp one of the free end if gripper line. Pull the gripper line coaxial to the grippe lever confirms the line moves freely and slowly remove the gripper line. If resistance is noted stop and pull the other free end to remove gripper line. As it was reported cds was removed before removing gripper line, this is considered to be a user error; however, the user error did not contribute to any reported issue. There is no indication of product issues with respect to manufacture, design or labeling.na

Manufacturer narrative:
(B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after deployment, the clip delivery system was removed before the gripper line requiring medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 3-4. Three clips were implanted successfully. However, after the third clip was deployed, the physician removed the clip delivery system (cds) before removing the gripper line. The gripper line was no longer visible by the end of the gripper lever. The steerable guide catheter (sgc) was still placed in the left atrium; therefore, the sgc was steered down above the third implanted clip and was able to retract the gripper line until it was out of the patient. Three clips implanted, mr remained 3-4 and pressure gradient of 5 mmhg. There was no adverse patient sequela. No additional information was provided.